Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was to be used to deliver an unspecified medication, at an unspecified rate. At an unspecified time, it was reported that the tubing set was primed with an unspecified solution. After an unspecified length of time prior to pt use, the customer contact reported that an unspecified clave separated from an unspecified three way connector of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number. The domestic list number has a common device name of (B)(4) and has a 510k of k982159. This report represents all the info known by the reporter upon query by hospira personnel.